Event description:
It was reported that the pump had a primary audible alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Top and bottom cases are in excellent condition. Error history log review found a primary audible alarm background test found in event history. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced cracked battery door, speaker and interconnect board as preventative measure and glued connector flex cable.